Manufacturer narrative:
(B)(4).

Event description:
The dentist reported the screw had fractured. The implant remains placed.

Manufacturer narrative:
Visual inspection noted that the screw was fractured at the top area of the threads. The square drive feature part is severely damaged (stripped). Visual inspection in comparison with the drawing was consistent with the design of the screw. The device history record review for the screw was performed and did not identify any non-conformances. A definitive root cause has not been determined.